Manufacturer narrative:
The revision reported may have been the result of a degradation of the bond between the femoral component and the bone over time, which led to aseptic (non-infected) femoral loosening and pain. The observed tibial insert damage may have been the result of the malalignment between the implants, instability, high contact stresses during flexion, patient-related conditions, or any confirmation of these possibilities, which led to polyethylene wear of the tibial insert while being implanted for over 11 years. However, this cannot be confirmed as the devices were not returned for evaluation. The most probable root cause associated with the reported event of ¿loosening - femoral¿ is associated with weakened integration of the femoral component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: concomitant products - logic tibia ps mod insrt sz 3 9mm (cat# 02-012-35-3009 / serial# (B)(4)) additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately twelve years post initial right side tka, the 49 y/o female patient complained of pain. Patient had a revision due to loose femur. Patient was revised to exactech devices. There was no breakage of a device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays received. The device is not available for evaluation due to hospital will not release recall devices.